Event description:
The user facility reported that a 59-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced lower than expected flows and unreliable placement signals (ps). Echocardiogram revealed left ventricular thrombus on inlet of the left ventricle. The patient was therapeutic on anticoagulation. The purge solution was dw5 at 25 units/ml. The patient was subsequently transferred to another facility and the decision was made to keep the pump in place as the flows stabilized and the patient was adequately supported. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation and no logs are available from the console for the time of the event. Based on the available information the root cause of the low pump flow was most likely biomaterial ingestion. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.